Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the luer adapter disconnected while flushing catheter. There was no patient injury or ill effect. The patient was prescribed antibiotics post-repair.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.